Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead impedance has been continuing to decrease. It was also reported that there was a rv lead insulation breach. The lead was removed and replaced. No patient complications have been reported as a result of this event.